Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right shoulder demonstrate a reverse total shoulder arthroplasty with two separate screw fragments within the glenoid and a fractured central and possibly anterior screw. No bony fracture. A definitive root cause cannot be determined. The reported event is confirmed as x-rays were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). H10 narrative: item # :115396, lot # : 66483881, item name: comp rvs cntrl 6.5x30mm st/rst. Item # :110027734, lot # : 66671479, item name: compr vrs glen pps min tpr adr. Item # :180550, lot # : 66591620, item name: comp lk scr 3.5hex 4.75x15 st. Item # :180551, lot # : 66602913, item name: comp lk scr 3.5hex 4.75x20 st. Item # : 180553, lot # : 66021358 , item name: comp lk scr 3.5hex 4.75x30 st. Item # :180554, lot # : 66313688, item name: comp lk scr 3.5hex 4.75x35 st. Item # : 180555, lot # : 654040, item name: comp lk scr 3.5hex, 4.75x40 st. The product will not be evaluated by zimmer biomet as it was discarded by the hospital. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty. Subsequently, the patient was considered for a pmi product and revised due to loosening and instability of the implant. During the revision, it was noted that the central screw was fractured. All components were removed and replaced; however, a piece of the fractured central screw could not be removed as it was retained in the glenoid.